Event description:
It was reported that l11 shut off during a case. When they tried to turn on the l11, the ring around the light cable was on and blinking but the power button was greyed out. They were not able to turn it on and when they were troubleshooting it, they checked to see if the light cable port was damaged or lose and if the auto light feature was off. They tested a new light cable and the port looked fine. They also confirmed that the auto light feature was off, but the power button was still greyed out. Case was completed and there was patient care delay but was not reported if there was harm. The case was also wrapping up when while they were troubleshooting. Therefore, there was a loss of light.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: shut off during a case. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that, l11 shut off during a case. When they tried to turn on the l11, the ring around the light cable was on and blinking but the power button was greyed out. They were not able to turn it on and when they were troubleshooting it, they checked to see if the light cable port was damaged or lose and if the auto light feature was off. They tested a new light cable and the port looked fine. They also confirmed that the auto light feature was off, but the power button was still greyed out. Case was completed and there was patient care delay but was not reported if there was harm. The case was also wrapping up while they were troubleshooting. Therefore, there was a loss of light.